Manufacturer narrative:
The device was returned to zoll medical corporation. The report of the device not powering up was verified during evaluation and the main pcb was replaced to remedy the issue. The main pcb was evaluated and contamination was found on the board affecting the 3vdd_cf line preventing the board from powering up. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.